Event description:
User experienced three patient results for hemoglobin as part of a hemoglobin a1c assay that repeated at different values when rerun was requested by a doctor. All repeat testing was performed 2008. Sample 1 initial result was 20.34 g/dl, repeat result was 14.20 g/dl. Sample 2 initial result was 25.19 g/dl, repeat result was 18.82 g/dl. Sample 3 initial result was 25.21 g/dl, repeat result was 18.36 g/dl. User did not know the treatment the patient received after the initial results were reported or if any adverse events occurred. The field service representative noted the user had replaced the lamps and cells prior to his arrival, which appeared to have resolved the issue. Performance tests were performed which were within specification.